Event description:
Additional information received indicated that the physician intended to implant a duo chamber device and the atrial lead couldn't be advanced. A single chamber device was implanted instead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was stuck during an implant procedure. The physician switch from double lumen lead to a single lumen lead and completed the procedure. The patient was stable post procedure.